Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 the product was not returned to depuy synthes, however x-ray was provided for review. The x-ray investigation revealed that the screw was misaligned from the nail hole. A complete potential cause for the observed condition cannot be fully established. Factors such as technique, preoperative planning and precise imaging must support proper alignment. Precaution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: trauma would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nailing surgery for an adolescent patient on (B)(6) 2024, upon drilling for proximal locking screw on static hole, the drill hitting the metal and not aligning with nail screw holes. They then retightened the connecting screw, adjusted the position of the patient¿s leg, and tried not to put pressure on inserter and aiming arm, but still they struggled to drill through the holes. Surgeons then tried to push the drill, then it went through. Same thing happened when drilling for the second screw in dynamic hole, drill went through with putting pressure. They disconnected the inserter from the nail but when they did check for lateral x-ray, the 2 proximal screws completely missed the nail screw holes. Surgeons later on managed to finish the case by drilling screw holes directly without using the aiming device. There was a delay of 1.5 hours, and the surgery was completed successfully. The patient was discharged 2-3 days post-surgery. This report is for an unknown screw. This is report 5 of 5 for (B)(4).